Event description:
It was reported that the patient has been unable to charge their ipg. Troubleshooting was unable to resolve the issue. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Patient weight corrected.

Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.